Event description:
The customer reported that they received questionable results for five patient samples tested for multiple assays. Prior to receiving the questionable results, the customer noted that they had reagent probe issues earlier in the day which led to the replacement of rt1 probes and the rt2 r probe. Of the five patient samples, one was found to have an erroneous glucose result. The sample initially resulted as 29 mg/dl and this value was reported outside of the laboratory. The sample was repeated on the same analyzer, resulting as <0.0 mg/dl accompanied by a data flag. The sample was repeated a second time on the same analyzer, resulting as 17 mg/dl. The sample was repeated on a different integra 800 analyzer (serial number (B)(4)) and resulted as 106 mg/dl. The 106 mg/dl value was believed to be correct. The patient was not adversely affected by the event. The glucose reagent lot number was 65676601 with an expiration date of 04/30/2013. At the time they discovered the questionable results, the customer found water on the tops of their reagent cassettes and the rt1 sr probe was bent. They changed the probe and attempted a reagent flow check, but it failed initialization of the transfer arms. They received an error indicating bolt initialization failure. The probes and splash guard were checked and it was found the splash guard was not seated correctly. The customer corrected the splash guard. The bolt initialization failed again with the same error. The probe and liquid level detection cable were checked and no problem could be seen. The arm was moving smoothly, the probes were not dropping or hitting anything, and all the cassettes were level and flush. The customer performed read level detection frequencies and all passed. The bolt initialization was performed again, but they received the same error. The customer found that the rt1 r probe had hit the splash guard. He changed the rt1 r probe and reseated the splash guard. The customer tried performing a bolt initialization while watching carefully. The customer then found that the rt2 sr probe was leaking and dripping water. The customer then tightened the thumbscrew at the water block as he found it was loose. He ran a bolt initialization after doing this and it passed. Initialization also passed. The customer ran the sample again after doing this, but declined to provide the data, stating that he felt comfortable with the results. The field service representative determined that the probe was not tight. The customer tightened the probe. The customer performed quality control and results were within their specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.